Manufacturer narrative:
Specific patient information and device serial number are documented as unknown. B3: date of event is mid-point approximate as the data were collected between (B)(6) 2018 and (B)(6) 2019. Initial reporter name and address: (B)(6). Article citation - m. Lyle, et al. Stereotactic body radiation for refractory ventricular tachycardia in patients with left ventricular assist devices. Volume 39, issue 4, 2020 april 01. Doi: 10.1016/j.healun.2020.01.402. Cardiology, emory university, atlanta, ga. The reportable aware date is the date the sjm notifier completed reading the article and entered in the complaint database. Manufacture¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas) and the reported events could not be determined through this evaluation. The heartmate 3 device serial number and other specific case/patient information were not available and were not requested. No product was evaluated under this complaint. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), is currently available. Although the account communicated that the patient has a known history of arrhythmia, section 1 "introduction" of this IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The device history records could not be reviewed as the heartmate 3 device serial number, as well as other specific case/patient information, are not available and were not requested. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had non-ischemic cardiomyopathy and ventricular tachycardia (vt) refractory to medical therapy and stellate ganglion block. The patient underwent heartmate 3 lvad implantation for their intractable vt and cardiogenic shock. Post lvad implantation, the patient continued to have refractory vt despite subsequent vt ablations. Computed tomography (CT) cardiac mapping identified a 4 mm arrhythmic scar along the lateral wall of the right ventricle, and stereotactic body radiation therapy (sbrt) was performed with a single fraction of 25 gy. Two weeks after sbrt, he experienced recurrent vt and eventually underwent orthotopic heart transplantation (oht) four months after vt recurrence.